Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not alarming for site changes. There was no reported impact to the customer's blood glucose level. Tandem technical support was unable to troubleshoot as pump is no longer in use.